Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on the unknown lcp plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: reliability of locked plating in tibial plateau fractures with a medial component.:orthopaedics & traumatology: surgery & research (2012) 98, 173-179. (2012). M. Ehlinger, m. Rahme, b. K. Moor, a. Dimarco, d. Brinkert, p. Adam, f. Bonnomet. This article does mention synthes product. Study hypothesized that complex articular fractures of the tibial plateau having amedial or posteromedial fragment would be effectively stabilized using a single lateral anatomically contoured locked plate. (Synthes lcp plate was used: locking compression plate). From january 2005 to december 2008, 20 patients, ten women and ten men, mean age 47 years were treated with a lcp plate for tibial plateau fractures having a medial component. Authors compared other studies, of plating, and hypothesized that complex articular fractures of the tibial plateau having a medial or posteromedial fragment would be effectively stabilized using a single lateral anatomically contoured locked plate. Conclusion: healing was achieved in all 20 patients after a mean of 10 weeks. A single lateral locking plate ensured good outcomes in patients with proximal articular fractures of the tibia having a medial component. Imaging study results were stable over time and the short term clinical outcomes were satisfactory. Events: patient 20: male (B)(6) of age involved in a mva . Patient developed superficial staphylococcus aures infection 8 weeks post-operatively. This report is on an unknown lcp plate. This is 1 of 2 reports for complaint (B)(4).